Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. It is unknown if and what type of intervention was required to resolve the bleeding. The patient has a pre-existing bleeding disorder requiring anticoagulant medication, and thus, was prone to bleeding evidenced by the hematoma the patient recently experienced on (B)(6) 2021. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: warnings bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Hemostasis, anticoagulants and platelet aggregation inhibitors: patients without adequate wound hemostasis have an increased risk of bleeding, which, if uncontrolled, could be fatal. These patients should be treated and monitored in a care setting deemed appropriate by the treating physician. Caution should be used in treating patients on doses of anticoagulants or platelet aggregation inhibitors thought to increase their risk of bleeding (relative to the type and complexity of the wound.) Consideration should be given to the negative pressure setting and therapy mode used when initiating therapy.

Event description:
On (B)(6) 2021, the following information was provided to kci by the patient: the patient's wound was allegedly "gushing red frank blood," and the blood was being drawn out by the activ.a.c.¿ ion progress¿ remote therapy monitoring system. No additional information was provided. Records review noted the following: on (B)(6) 2021, the physician noted the patient is status post incision and drainage of a morel-lavallee lesion of the right hip and cyst wall excision on (B)(6) 2021. "The patient returned due to a hematoma from prior procedure that was incised and drained by orthopedic surgery on (B)(6) 2021. A wound vac was placed as well at that time. The patient is doing well postoperatively. No issue with the wound vac." Review of systems noted under hematologic: post op hematoma, easy bruising or bleeding. Impressions/recommendation noted "will plan for wound vac change in or [operating room] on wednesday (B)(6) 2021." On (B)(6) 2021, it was noted the patient had a bleeding disorder with an anticoagulation management encounter and the patient was instructed to take aspirin 81 mg two times a day for 21 days. Additional instructions noted the nature of anticoagulants and side effects of potential bleeding were discussed. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.